Event description:
Boston scientific crm received and reported the following info: "left ventricular lead was no longer functioning, and therefore, was programmed off. The caller stated that they could only get pacing at greater than 7v at 1.0ms and there was also changes in the impedance measurements. The caller stated that other configurations were attempted; however, the pt could not tolerate the high".

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion code - it cannot be determined whether the rise in thresholds was related to device function.